Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 598 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 508 mg/dl. Customer blood glucose reading at the time of the incident was 598 mg/dl. Customer had 405 mg/dl after manual injection. Customer also had 376 mg/dl blood glucose reading. Customer high blood glucose reading started on (B)(6) 2017 at 8:20 pm. Customer treated their high blood glucose with manual injection. Customer had nausea and vomiting. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support condition was not mentioned. Customer infusion set was changed on (B)(6) 2017 at 11:30 am. Customer did not mention if the cannula was bent. Customer did not mention the insulin pump setting. Customer did not check for air bubbles and leaks. Customer stated high pressure testing was performed and it passed. Customer stated insulin pump setting was correct. Insulin pump will not be returning for analysis.